Event description:
It was reported that a fireman experienced symptoms of dizziness, lightheadedness and stinging in their nose and throat after using cidex solution in a room where it had been sprayed to disinfect the room.